Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose of 600 to 914mg/dl. Customer treated with a needle. Troubleshooting found that the customer's blood glucose level is not going down. The customer was advised to follow up with their doctor regarding the high blood glucose and to call back if necessary, for further high blood glucose troubleshooting.